Event description:
Tech inserted 22g needle into pt's arm. The tech applied tube and attempted to reposition tube by pulling back when blunting apparatus disengaged from inside of needle and came out of pt's arm. The needle remained in the pt's arm and was still affixed to plastic holder. Blood could have easily squirted out of needle hub.